Event description:
Patient with percutaneous jejunostomy tube that was placed. Two days later, patient pulled the tube, causing the catheter's hub/red cap to break off; therefore, feeding tube deemed unusable. J tube removed and replaced with new jejunostomy tube.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: tubes, gastrointestinal (and accessories).

Event description:
Patient with percutaneous jejunostomy tube that was placed. Two days later, patient pulled the tube, causing the catheter's hub/red cap to break off therefore feeding tube deemed unusable. J tube removed and replaced with new jejunostomy tube.